Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt

Event description:
It was reported that multiple 6f mynxgrip vascular closure devices (vcd) from the same lot number were not able to fully deploy. There was no reported patient injury. The product is available for return. All of the devices required ¿bail-out¿ manual pressure for 30 minutes or less. There were not any damages or anomalies noted when the devices were removed from the package. The device was prepped per instructions for use (IFU). The devices did prep normally. The devices were not used for the same patient. The user did shuttle down completely. The deployer has been certified on mynx devices for many years.

Manufacturer narrative:
Complaint conclusion: it was reported that multiple 6f mynxgrip vascular closure devices (vcd) from the same lot number were not able to fully deploy. There was no reported patient injury. The product is available for return. All of the devices required ¿bail-out¿ manual pressure. The device was not returned for evaluation. Review of lot f1712303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the DHR review does not suggest that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.